Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device leaked from an unknown location. The device contained fluorouracil (5-fu). This was identified when the device was removed from the bag prior to use on a patient. The reporter added that there was a small amount of droplets on the inside of the bag and the user had no exposure to the skin as they were wearing gloves and mask. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.